Event description:
It was reported that the stent had tissue prolapse. The lesion being treated was located in the right coronary artery. The physician implanted a 3x38mm promus premier stent and tissue prolapse was noted. The stent was treated by post dilating with quantum balloon catheter and was noted to be fully apposed. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).